Event description:
It was reported to boston scientific corporation that an obtryx curved system was implanted during a total abdominal hysterectomy, resection of abdominal wall, polypropylene graft, repair of abdominal incisional hernia, placement of a veritas graft for the repair, and transobturator tape using obtryx mid-urethral sling procedure performed on (B)(6) 2014. The patient's admission diagnoses were chronic pelvic pain, history of 2 prior umbilical hernia repairs, stress urinary incontinence, and a history of recent cervicitis. On postoperative day 1, her pain was moderately controlled with a patient-controlled analgesia (pca). She had woken up on postoperative day 1 and was behind on pressing the pca. The patient was in a considerable amount of pain. She was tolerating sips of clear fluids. Her foley was in place and draining adequate urine. The patient initially denied any chest pain and no shortness of breath. She had a leukocytosis of 20. Her postoperative hemoglobin and hematocrit dropped only minimally to 41.2. Then, her foley was discontinued, and she had a voiding trial, which she passed successfully. Additionally, the patient started to ambulate minimally, walking a few steps to the door on postoperative day 1, and she needed assistance with a walker. The patient was kept on her pca until postoperative day 2 and home medication was added, such as tramadol, due to continued ongoing pain around the abdominal surgical site. Her white count did increase on postoperative day 2 to 22.8. She had been tolerating clear fluids better by this time, but she still had issues with pain. Late on postoperative day 2, the patient was transitioned to oral pain meds in hopes that her pain would improve on her home pain med regimen as well as inpatient narcotic medications. On postoperative day 3, the patient continued to have tachycardia into the 120's. She also had bibasilar crackles on the exam. On a chest computerized tomography (CT) scan, she had ground-glass opacities consistent with multifocal pneumonia. She had no evidence of a pulmonary embolism on chest CT. She was started on moxifloxacin IV. She also had a low-grade fever of 100.5 on postoperative day 2. Blood cultures were drawn. A repeat complete blood count (cbc) and urinalysis showed mixed flora and a cbc showed that her white count had increased to 22.8. Her pain continued to be so severe that it impaired her walking during this time. She also had hypoactive bowel sounds and had not passed flatus yet. She had some minimal nausea, which was well controlled. A troponin was obtained, which was negative. She had a desaturation episode after her diagnosis of pneumonia to 85% on room air and was placed on oxygen at this time on postoperative day 2. She continued to be tachycardic for 120's at times. She had excellent urine output. On postoperative day 3, she began to ambulate a little bit more and her pain was somewhat controlled on oral pain meds. She was tolerating mostly clear fluids, but she just did not feel like having a regular diet yet due to the nausea. Her pulse continued to increase to the 130's. She was febrile again on postoperative day 3 at 101.5. She was encouraged to ambulate. On postoperative day 4, she was able to tolerate a regular diet. She did report having flatulence. It was noted on her incision that her abdominal incision had erythema that extended to the bottom half of the incision from the lower abdomen to the left inner thigh and posterior leg. A vancomycin was started on this day because we thought that she was developing a possible wound infection and in order to better cover gram-positive bacteria. She was also examined vaginally for any evidence of abscess or hematoma. It did not appear that there was any vaginal fluid collection. On postoperative day 5, a left lower extremity doppler was obtained, which showed a nonocclusive thrombi in the left common femoral and popliteal veins. The patient started on therapeutic lovenox on this day. Clinical suspicion at this time was still present for cellulitis. Her vancomycin was continued. On postoperative day 6, the erythema began beyond the borders that were marked on the patient, and so her lower half of the abdominal incision was opened, yielding a moderate amount of bloody hematoma-like drainage, which was also serosanguineous. This abdominal wound was packed. A CT scan of the abdomen, pelvis and of the left lower leg was obtained to assess for any developing abscess, and it showed superficial findings of cellulitis on the inferior aspect of her abdominal incision, and it appeared that on CT that there was a 2 cm fluid collection in the left gracilis muscle and adductor longus muscle. On postoperative day 7, this area was incised and drained at the bedside, it was packed as well, and a culture was taken of the bloody discharge. A wound culture was also taken from the abdominal wound area. She was kept on IV vancomycin and moxifloxacin throughout this time. Blood cultures biopsied at this time were still negative. On postoperative day 8, the patient's pain was much improved, and the erythema had greatly resolved. Her last fever was at midnight on postoperative day 8; it was low-grade to 100.5. Her electrolytes were replaced each day that they were checked. At times, her potassium and magnesium needed to be replaced. The final CT chest reading was reviewed, and there was still no evidence of pulmonary embolism. There was persistent multifocal pneumonia present. The wound cultures of the abdominal wound grew methicillin-resistant staphylococcus aureus (mrsa), and she was placed in isolation, which was susceptible also to vancomycin. The groin swab up until now has shown a 4+ staph. There was a high suspicion of mrsa in that wound as well. She was set up for home health and both wound pack areas were changed daily with wet-to-dry dressings. She was kept on IV antibiotics until she was afebrile for 48 hours. At that time, she was transitioned to oral bactrim, which her wound culture, the mrsa, was susceptible to. She was ambulating well with a walker, and she received physical therapy assistance from a therapist who also recommended a walker for stability. She was, by this time, also off oxygen and with a saturation above 95% on room air, and her tachycardia had greatly resolved by postoperative day 7. Her hemoglobin and hematocrit were also stable at 10.9 and 32.8. Her white count by postoperative day 8 had come down to 13. She was feeling well and was ready to be discharged home on postoperative 8.

Manufacturer narrative:
There was no information available regarding the event date. Therefore, it was approximated to (B)(6) 2014, the implant date has been selected. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx curved system was implanted during a total abdominal hysterectomy, resection of abdominal wall, polypropylene graft, repair of abdominal incisional hernia, placement of a veritas graft for the repair, and transobturator tape using obtryx mid-urethral sling procedure performed on (B)(6) 2014. The patient's admission diagnoses were chronic pelvic pain, history of 2 prior umbilical hernia repairs, stress urinary incontinence, and a history of recent cervicitis. On postoperative day 1, her pain was moderately controlled with a patient-controlled analgesia (pca). She had woken up on postoperative day 1 and was behind on pressing the pca. The patient was in a considerable amount of pain. She was tolerating sips of clear fluids. Her foley was in place and draining adequate urine. The patient initially denied any chest pain and no shortness of breath. She had a leukocytosis of 20. Her postoperative hemoglobin and hematocrit dropped only minimally to 41.2. Then, her foley was discontinued, and she had a voiding trial, which she passed successfully. Additionally, the patient started to ambulate minimally, walking a few steps to the door on postoperative day 1, and she needed assistance with a walker. The patient was kept on her pca until postoperative day 2 and home medication (tramadol) was added, due to continued ongoing pain around the abdominal surgical site. Her white count did increase on postoperative day 2 to 22.8. She had been tolerating clear fluids better by this time, but she still had issues with pain. Late on postoperative day 2, the patient was transitioned to oral pain meds in hopes that her pain would improve on her home pain med regimen as well as inpatient narcotic medications. On postoperative day 3, the patient continued to have tachycardia into the 120s. She also had bibasilar crackles on the exam. On a chest computerized tomography (CT) scan, she had ground-glass opacities consistent with multifocal pneumonia. She had no evidence of a pulmonary embolism on chest CT. She was started on moxifloxacin IV. She also had a low-grade fever of 100.5 on postoperative day 2. Blood cultures were drawn. A repeat complete blood count (cbc) and urinalysis showed mixed flora and a cbc showed that her white count had increased to 22.8. Her pain continued to be so severe that it impaired her walking during this time. She also had hypoactive bowel sounds and had not passed flatus yet. She had some minimal nausea, which was well controlled. A troponin was obtained, which was negative. She had a desaturation episode after her diagnosis of pneumonia to 85% on room air and was placed on oxygen at this time on postoperative day 2. She continued to be tachycardic to the 120s at times. She had excellent urine output. On postoperative day 3, she began to ambulate a little bit more and her pain was somewhat controlled on oral pain meds. She was tolerating mostly clear fluids, but she just did not feel like having a regular diet yet due to the nausea. Her pulse continued to increase to the 130s. She was febrile again on postoperative day 3 at 101.5. She was encouraged to ambulate. On postoperative day 4, she was able to tolerate a regular diet. She did report having flatulence. It was noted on her incision that her abdominal incision had erythema that extended to the bottom half of the incision from the lower abdomen to the left inner thigh and posterior leg. Vancomycin was started on this day because it was thought that she was developing a possible wound infection and in order to better cover gram-positive bacteria. She was also examined vaginally for any evidence of abscess or hematoma. It did not appear that there was any vaginal fluid collection. On postoperative day 5, a left lower extremity doppler was obtained, which showed a nonocclusive thrombi in the left common femoral and popliteal veins. The patient started on therapeutic lovenox on this day. Clinical suspicion at this time was still present for cellulitis. Her vancomycin was continued. On postoperative day 6, the erythema began beyond the borders that were marked on the patient, and so her lower half of the abdominal incision was opened, yielding a moderate amount of bloody hematoma-like drainage, which was also serosanguineous. This abdominal wound was packed. A CT scan of the abdomen, pelvis and of the left lower leg was obtained to assess for any developing abscess, and it showed superficial findings of cellulitis on the inferior aspect of her abdominal incision, and it appeared that on CT that there was a 2 cm fluid collection (abscess) in the left gracilis muscle and adductor longus muscle. On postoperative day 7, this area was incised and drained at the bedside, it was packed as well, and a culture was taken of the bloody discharge. A wound culture was also taken from the abdominal wound area. She was kept on IV vancomycin and moxifloxacin throughout this time. Blood cultures biopsied at this time were still negative. On postoperative day 8, the patient's pain was much improved, and the erythema had greatly resolved. Her last fever was at midnight on postoperative day 8; it was low-grade to 100.5. Her electrolytes were replaced each day that they were checked. At times, her potassium and magnesium needed to be replaced. The final CT chest reading was reviewed, and there was still no evidence of pulmonary embolism. There was persistent multifocal pneumonia present. The wound cultures of the abdominal wound grew methicillin-resistant staphylococcus aureus (mrsa), and she was placed in isolation, which was susceptible also to vancomycin. The groin swab up until now has shown a 4+ staph. There was a high suspicion of mrsa in that wound as well. She was set up for home health and both wound pack areas were changed daily with wet-to-dry dressings. She was kept on IV antibiotics until she was afebrile for 48 hours. At that time, she was transitioned to oral bactrim, which her wound culture, the mrsa, was susceptible to. She was ambulating well with a walker, and she received physical therapy assistance from a therapist who also recommended a walker for stability. She was, by this time, also off oxygen and with a saturation above 95% on room air, and her tachycardia had greatly resolved by postoperative day 7. Her hemoglobin and hematocrit were also stable at 10.9 and 32.8. Her white count by postoperative day 8 had come down to 13. She was feeling well and was ready to be discharged home on postoperative 8.

Manufacturer narrative:
Block b3: there was no information available regarding the event date. Therefore, it was approximated to (B)(6) 2014, the implant date has been selected. Block e1: this event was reported by the patient's legal representation. (B)(6). Block h6: patient codes e2230, e0733, e0726, e2326, e0514, e0505 and e1906 capture the reportable events of pain (impaired walking due to pain), pneumonia, hypoxia (desaturation episode), inflammation (erythema), thrombosis (non-occlusive thrombi), hematoma, and infection (cellulitis), respectively. Impact codes f1901, f2303, f22 and f2203 capture the reportable events of additional surgery (for opening the abdominal incision), medication required, unexpected diagnostic intervention, and imaging required, respectively.